Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted.

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, when looking at a bright light source, he sees a "line that goes right through the light". The doctor told him he may have a fold in his posterior capsule for which a yag laser procedure was performed. After the yag, the patient reported he "still sees the line". The doctor told him "it looks like there is a crease in the lens material". The patient reported that he is "happy" and his vision is good with visual acuity of 20/15. At the consumer's request, the surgeon was not contacted.